Event description:
The nurse was completing the set-up of her case and noted that the handle of the light cord in the pack was loose. Therefore, she did not feel comfortable using it. She put it aside to later report and obtained new product to use to complete the case.